Event description:
It was reported that the patient had an infected knee and vegetation was noted on the leads. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2011; 5086mri implantable pacing lead (B)(6) 2011. (B)(4).